Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("moderate sharp pelvic pain in her lower right and left quadrant") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure implants inserted in the right fallopian tube." On (B)(6) 2012, the patient started essure. In 2012, the patient experienced dysmenorrhoea ("pelvic pain sharp and cramping in nature with every menstrual cycle"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("heavy menstrual periods"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"). The patient stated that, had she known the device caused a need for such surgical removal she would not have implanted it. At the time of the report, the pelvic pain, dysmenorrhoea and pelvic discomfort had not resolved and the menorrhagia outcome was unknown. The reporter considered pelvic pain, menorrhagia, dysmenorrhoea and pelvic discomfort to be related to essure. The reporter commented: a test (unspecified) confirmed tubal occlusion with essure device in the left fallopian tube, however, the right fallopian tube did not take. A second procedure was performed on (B)(6) 2012 to implant essure device in the right fallopian tube. Diagnostic results: a test (unspecified) confirmed tubal occlusion with essure device in the left fallopian tube, however the right fallopian tube did not take. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and complained of moderate sharp pelvic pain in her lower right and left quadrant approximately 3.5 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Consumer stated that, had she known the device caused a need for such surgical removal she would not have implanted it. It is not clear, from the reported information, whether the device removal was actually performed. However, as removal cannot be totally excluded, this case was regarded as incident. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("moderate sharp pelvic pain in her lower right and left quadrant") in a 30-year-old female patient who had essure (batch no. 952114, 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure implants inserted in the right falopian tube" on (B)(6) 2012. The patient's medical history included hemangioma, clotting disorder and pain. Previously administered products included for an unreported indication: mirena, zofran and promethazine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pelvic pain sharp and cramping in nature with every menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"). On (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual periods/abnormal bleeding (menorrhagia)/ectreme heavy periods"). On an unknown date, the patient experienced pelvic discomfort ("discomfort") and vulvovaginal pain ("vaginal canal pain"). The patient was treated with surgery (had she known the device caused a need for such surgical removal she would not have implanted it). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and pelvic discomfort had not resolved and the device expulsion, menorrhagia, vaginal haemorrhage, dyspareunia, alopecia, fatigue and vulvovaginal pain outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: a test (unspecified) confirmed tubal occlusion with essure device in the left fallopian tube, however the right fallopian tube did not take. A second procedure was performed on (B)(6) 2012 to implant essure device in the right fallopian tube. Plaintiff claimed:have you had your essure (or any part of the device) removed? No number of coils inside cavity: 3. Essure procedure completed: yes. Note: the left device is already in place and well seen the right side was inserted today without any difficulties diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). Ultrasound scan vagina - on (B)(6) 2012: expulsion of essure device; on (B)(6) 2015: bilateral essure coils were noted.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: extreme heavy periods, dysmenorrhea, pelvic pain, menorrhagia, vaginal haemorrhage. Lot number:936683 manufacture date:2012/01 expiration date:2015/01 . Lot number:952114 manufacture date:2012/02 expiration date:2015/02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of ptc. Incident we received the serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode toc the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and complained of moderate sharp pelvic pain in her lower right and left quadrant approximately 3.5 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Consumer stated that, had she known the device caused a need for such surgical removal she would not have implanted it. It is not clear, from the reported information, whether the device removal was actually performed. However, as removal cannot be totally excluded, this case was regarded as incident. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.